Event description:
A patient underwent an abdominoplasty and lower body lift, and the insorb 2030 skin stapler was used to close the incision. The stapler returned for investigation is missing a portion of the plastic shell (greater than 5.0 mm^2) and the whereabouts of said broken shell is unknown.